Event description:
Event desc: md notes: the ekos ultrasound malfunctioned approximately 5 hours after initiation. However, tissue plasminogen activator (tpa) infusion was not interrupted. The pt reports significantly improved breathing and that this is much more comfortable... Assessment/plan: submissive pulmonary embolism with right ventricular strain, right lower extremity deep vein thrombosis (rle dvt): currently, approximately 18 hours into catheter directed tpa thrombolysis of bilateral pulmonary arteries. Clinically, her cardiopulmonary status is much improved. Additional information from the rep; the control unit (generator) is pt3b-2502. We found that it had a frequency (r.f.) Drift. The catheter ran for 18.7 hours prior to r.f. Drift. Rep states they turned off the ultrasound portion and catheters were pulled within an hour or two. What was the original intended procedure. Bilateral pulmonary artery angiograms with placement of ekos tpa infusion catheter in each of the bilateral pulmonary arteries. Findings: significant clot burden bilaterally. Main pa pressure 33/18, mean 22 mmhg. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Manufacturer's note: no pt injury was reported. (B)(4).

Manufacturer narrative:
Although the user facility report indicated the control unit in use was pt3b-2502, the control unit returned for investigation was pt3b-5202. Investigation of the returned control unit confirmed the calibration of the radio-frequency board had drifted. The control unit software managed the out of calibration board and discontinued ultrasound output. No pt injury was reported and the pt was reported to have a "good" outcome.